Manufacturer narrative:
D10: concomitants product vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hartman's reversal surgery, the handpiece had no seal when used on tissue no more than 7 mm. There was no evidence of energy delivery, no re-grasp alarm but end tones were heard. The jaws were cleaned regularly. The handpiece was used for about 3.5 hours with successful seal before the issue occurred. A new handpiece was used and it worked fine. There was no bleeding and there was no patient injury.